Event description:
Meter name: one touch ultra, strip name: one touch ultra, meter code: unknown strip code: unknown, strip storage: unknown, symptoms: dizzy, wobbly. A patient reported they were seen by the doctor. Their meter allegedly would only prompt error 2. The result on their meter was unable to test. Unknown if another test was done at doctor's office. Unknown if there was a comparison. Treatment was increased insulin. No further information has been reported.